Manufacturer narrative:
As of the date of this report, the instrument has not been received for evaluation. Therefore, the root cause of the customer reported event could not be determined. A follow up MDR will be submitted if additional information is received. A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. A photo was received by intuitive surgical, inc. (Isi) and reviewed by an isi adverse event analyst, and confirms redness/bruising to the great toe, all though requested no additional information was provided related to further medical intervention the nurse may have received. A system log review was not performed since the reported incident did not occur while the system was in use. The incident occurred while transporting the patient side cart (psc) to the storage area. This complaint is being reported due to the following conclusion: it was reported that a nurse ran over her toe with the patient side cart (psc), while putting it away in the storage area. The nurse was getting an x-ray of her toe due to acute pain. A photo was submitted to isi confirms redness/bruising to the big toe, no major physical trauma was noted.

Event description:
It was reported that a nurse ran over her toe with the patient side cart (psc), while putting it away in the storage area. Per an intuitive surgical, inc. (Isi) representative, the user at this site must stand on the side of the psc while driving it backwards into the storage area. The user was not behind the psc at the time of the incident; therefore, the kickplate was not triggered to prevent the cart from driving backwards. The nurse was getting an x-ray of her toe due to acute pain. Although the photo submitted to isi confirms redness/bruising to the great toe, no additional information was provided related to further medical intervention the nurse may have received. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple attempts to obtain additional information from the nurse involved in this event. However, no further details have been received as of the date of this report.